Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) continu-flo solution sets leaked. This was observed during priming with parenteral nutrition. A detachment of the chambers from the equipment lines (tubing) was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the reported batch was produced on march 2022. H10: three devices were received for evaluation. A visual inspection revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue during the manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.